Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
The problem coul be traced to component failure (footswitch standby button). We are unaware about patient/operator injury.